Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02902). This MDR resubmission now reflects the correct product registration number. The reported event of bezel cracks has been opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time.

Event description:
The customer reported cracks for the past couple of months along the section of the door that meets the bezel in additionthe doors are not aligning with the bezel. It was reported they are wiped down with pdi super sani-cloths and the iui's, use 70% isopropyl alcohol in combination with a soft bristle brush. The only people who clean the devices are central supply staff. The biomed department has been replacing bezels as they come in. There was no report of patient harm.

Event description:
The customer reported cracks for the past couple of months along the section of the door that meets the bezel in addition the doors are not aligning with the bezel. It was reported they are wiped down with pdi super sani-cloths and the iui's, use 70% isopropyl alcohol in combination with a soft bristle brush. The only people who clean the devices are central supply staff. The biomed department has been replacing bezels as they come in. There was no report of patient harm.

Manufacturer narrative:
Addition: updated adverse event codes (h6).